Manufacturer narrative:
An event regarding altr involving a lfit v40 cocr head that was mated with accolade stem. The event was not confirmed. The reported event could not be confirmed based on the insufficient information provided. Although the specific lot was not provided, based on the reported device description, along with the estimated date of implant and failure mode, it appears likely that this device is in scope of the recall. Lot specific voluntary recall ra 2016-028 was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. No further investigation is required.

Event description:
It was reported through a study performed by the (B)(6) that a patient with a bmi of 31.9 was revised for disassociation of their femoral stem and femoral head 10.5 years post implant. Altr was also noted. The patient had a cobalt level of 13.0 and chromium level of 11.0. The patient was revised to a modular stem and biolox head. The poly was also replaced.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported through a study performed by (B)(6) that a patient with (B)(6) was revised for disassociation of their femoral stem and femoral head 10.5 years post implant. Altr was also noted. The patient had a cobalt level of 13.0 and chromium level of 11.0. The patient was revised to a modular stem and biolox head. The poly was also replaced.